Manufacturer narrative:
Product complaint : (B)(4). Investigation summary : the devices were reviewed and the failure mode was confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: nb98495. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Short neck trial option is missing the metal ring at the base of the trunnion which secures the head trial in place. Remaining rings on all other trials in the set are loose and at risk of either falling off in future cases.